Manufacturer narrative:
The insulin pump was received with operating currents within spec. The insulin pump passed self-test, unexpected error test, rewind, basic occlusion test and displacement test. However, the pump was unable to prime during prime test due to faulty force sensor system. The pump was received with cracked belt clip slot on battery compartment side. The pump was received with minor scratches on lcd window. (B)(4).

Event description:
It was reported of damage from the insulin pump. The customer's blood glucose reading was unknown. The customer reported visible cracks on the battery compartment. Customer will return the pump for analysis.